Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had motor error. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec and passed self test. However, unit received with broken off tip of the motor slide. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or dat test due to physical damage of the motor slide. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay texture damaged. The motor was tested outside the device and passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.